Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 78-79: when to perform a control solution test. You should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient¿s father reported that his daughter was feeling ill and was instructed by her doctor to go to the hospital. At the hospital it was determined that the bg meter in the omnipod personal diabetes manager (pdm) did not read the values correctly. Bg meter comparison was performed and the history is as follows: bg (mg/dl). Patient¿s pdm around 80 (5 different measurements). Clinic¿s bg meter hypoglycemia reading. It was also reported on (B)(6) 2017 the pdm generated a memory corruption alarm that deleted all of the patient¿s history and setting in the pdm. He did not provide any further information regarding the hospitalization or to the patient¿s treatment. The patient was still in the hospital at time of the call.